Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg there was insufficient additive quantity. The following information was provided by the initial reporter and translated to english. The customer stated: "there was insufficient or no anticoagulant, which caused the blood collection tube to stop blood clotting." Additional information received: "the sample is inverted 20 times, tubes are filled to 2 ml, the samples are collected via wingset in a standard blood collection sequence."

Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg there was insufficient additive quantity. The following information was provided by the initial reporter and translated to english. The customer stated: "there was insufficient or no anticoagulant, which caused the blood collection tube to stop blood clotting." Additional information received: "the sample is inverted 20 times, tubes are filled to 2 ml, the samples are collected via wingset in a standard blood collection sequence."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/23/2021. H.6. Investigation: bd received 4 samples and a photo for investigation. The photo was reviewed and the indicated failure mode for insufficient additive with the incident lot was not observed. To further investigate, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory for evaluation and upon completion, no issues relating to insufficient additive were observed. This complaint is not confirmed with respect to clotting/no additive; all retention samples satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.